Manufacturer narrative:
Analysis of programming history.

Event description:
A faulted systems diagnostic test occurred on (B)(6) 2009 which resulted in the pt's settings changing to untended parameters. The settings were not corrected until the subsequent visit on (B)(6) 2010.